Manufacturer narrative:
(B)(4) no results available since no evaluation performed. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians determined the working guidewire perforated the left ventricle and this injury likely led to the patient¿s demise. There is no allegation against the edwards devices used during this case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following valve deployment a perforation of the left ventricle was confirmed. The perforation was surgically repaired, however the patient expired. The 29mm sapien xt valve was placed successfully, however, within 30 seconds of valve deployment, the patient had st elevations and their blood pressure dropped. The physician thought there was a tear or dissection and emergently opened the patient's chest. The left ventricle was perforated down to the apex. The surgeon sutured the perforation with pledgets and the patient was taken off bypass but was not stable therefore placed back on bypass. Another section of the left ventricle that was bleeding significantly was sutured and the patient was again taken off bypass. Once the patient was stable, the sternum was closed. The patient was taken to recovery and died shortly after. There were no issue with edwards valve, delivery system or sheath. After repairing the lv the surgeon left the thv in the patient. The physicians believe the left ventricle may have been perforated with the working wire. The cause of the event was attributed to a wire perforation of the left ventricle.